Event description:
A report was received that following a trial procedure the patient was experiencing sacral pain. The leads were placed through the sacral hiatus. The physician noted pus at the lead site and the leads were explanted. The patient admitted herself into the hospital and was administered fluclox IV antibiotics and bastrin oral antibiotics. The physician does not believe the infection was device or procedure related.

Event description:
A report was received that following a trial procedure the patient was experiencing sacral pain. The leads were placed through the sacral hiatus. The physician noted pus at the lead site and the leads were explanted. The patient admitted herself into the hospital and was administered fluclox IV antibiotics and bastrin oral antibiotics. The physician does not believe the infection was device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e, serial # (B)(4), description: trial linear st lead, 50cm the explanted percutaneous leads were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the percutaneous leads found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.